Event description:
The patient reported ¿I think one of my stimulators is off or overblown¿. She experienced a loss of therapeutic effect with her device for the treatment of parkinson¿s. Her left hand was shaking. She did have a good checkup 2 weeks ago but 2 days after the checkup she felt a ¿funny feeling¿ described as light-headedness and nausea. She also felt current down her arm. Last night she put her hand on a wall of a circuit breaker box after a fuse blew. There were no noticeable effects last night. A high pitched whistling noise was heard 2.5-3 hours later. She had a panic attack following the incident. When using the patient programmer the poor communication screen displayed which was resolved by reviewing basic patient programmer information with the patient. Both of the inss showed being on. She planned to set up an appointment with her health care provider (hcp) on (B)(6) 2013. The next day it was reported that she was fine throughout the day yesterday but when she woke up this morning she started to notice shaking. She thought her ins might have turned off. It was clarified that the circuit breaker she touched was insulated and she quickly took her hand off of it. The patient programmer said ¿on and ok¿ for both sided devices. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va09qf0, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# v045101, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).